Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the pump was not delivering boluses as programmed. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #1: date of submission 06/13/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/06/2016 with the following findings: a review of the pump histories indicated that the last basal delivery occurred on (B)(6) 2016 at 10:25am and the last bolus delivery occurred on (B)(6) 2016 at 09:14am. An 8.8unit bolus on (B)(6) 2016 was reflected in both the bolus history and in the total daily dose history. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. A 10unit normal bolus and a 10-unit audio bolus were successfully performed and accurately recorded in the pump history. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked in two places. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.